Manufacturer narrative:
The removed therapy cable assembly was returned to physio-control for evaluation.  It was observed that the therapy cable had an open internal wire which constantly caused the connect electrodes message.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the therapy cable assembly from the customer's stock and observed proper device operation through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that during a patient event, their device was not recognizing the connection of the defibrillation therapy cable assembly and indicated a "connect electrodes" message.  As a result of this reported issue, their device was unable to deliver a defibrillation shock to the patient. The customer was able to use a backup AED within 30 seconds in order to continue patient care. The patient did survive and reportedly did not suffer any adverse outcome during the reported event.